Event description:
It was reported when using the bd vacutainer® blood collection tubes for microbiological studies there was erroneous results and sterility (product not sterile). The following information was provided by the initial reporter. It is reported customer experienced a false positive and sterility issues. "Bd sps yellow top tubes are used for sterility testing of cellular therapy products. Products collected showed positive sterilities of gram positive rods. After sending the blank sps tube lot of sterility testing, gram positive rods were also found. The tubes have caused reporting of multiple false positive results due to it not being sterile; 13 product samples collected have tested positive for bacillus and/or coryneform bacteria. FDA safety report ID# (B)(4)."

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 25-oct-2021. Investigation summary: material #: 364960, lot/batch #: 0316301. Bd received samples for investigation, however testing of samples is not the preferred method for this type of investigation. The sps product 364960 batch 0316301 was manufactured on november 25th 2020- nov 28th 2020 on line 5. A review of bioburden, sterility, and environmental routine test records from the time period of october 1st 2020- march 12th 2021 has been performed as those dates bracket the routine sterility dose audits performed before and after batch 0316301 was manufactured. The records reviewed were confirmed to be acceptable against limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for a sterility failure (which would have contributed to the false positive result of bacillus and/or coryneform bacteria). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tubes for microbiological studies there was erroneous results and sterility (product not sterile). The following information was provided by the initial reporter. It is reported customer experienced a false positive and sterility issues. "Bd sps yellow top tubes are used for sterility testing of cellular therapy products. Products collected showed positive sterilities of gram positive rods. After sending the blank sps tube lot of sterility testing, gram positive rods were also found. The tubes have caused reporting of multiple false positive results due to it not being sterile; 13 product samples collected have tested positive for bacillus and/or coryneform bacteria. FDA safety report ID# (B)(4)."